Event description:
This patient underwent a revision bilateral breast reconstruction with capsulotomy and capsulectomy in 2003. In early 2004 and the fall of 2007 she had skin/scars removed from her bilateral breasts. She now has suffered a rupture of her right breast implant.====================== health professional's impression======================silcone implant rupture.====================== manufacturer response for silicone breast implant, allergan======================the manufacturer has requested to have the implant for testing.